Manufacturer narrative:
(B)(6).

Event description:
It was reported that the procedure was cancelled and rescheduled. The 100% stenosed target lesion was located in the severely tortuous and severely calcified superficial femoral artery (sfa). A 6x150x130 innova vascular stent was selected for use. Ipsilateral antegrade approach was performed. The sheath was inserted at a slightly right angle. After passing the guidewire in both directions, plain old balloon angioplasty (poba) was performed. During insertion of the innova, the shaft was long and complicated to handle and the shaft kinked midway outside the patient. The stent was not deployed. Due to the patient's physique, the sheath also kinked, so it was difficult to continue the treatment. The procedure was rescheduled for a later date. There were no patient complications reported.